Event description:
It was reported that the patient alert triggered, and the lead exhibited a steady rise in impedance. A rise in thresholds were also noted, as was a decrease in r waves. It was further reported that the patient received an inappropriate shock due to oversensing, and the right ventricular (rv) lead continues to exhibit rising impedances, as well as a loss of capture and an apparent fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient alert triggered, and the lead exhibited a steady rise in impedance. A rise in thresholds were also noted, as was a decrease in r waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.